Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. The tamper seal was missing. A review of the event history log did not show any evidence of the reported product problem. The customer reported product problem was not replicated during accuracy testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump was under-infusing. No patient injury or complications were reported in relation to this event.